Manufacturer narrative:
Further information was requested but not received.

Event description:
Prior to the implant procedure, the device was unable to be interrogated and had no magnet response. The physician elected to implant a new device to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of no magnet response and failure to interrogate was confirmed. Upon receipt, the device was unable to be interrogated. Analysis performed indicated device battery voltage was at end of life (eol). The device was cut open and high current drain on hybrid was observed. Further analysis was performed, and an integrated circuit anomaly was revealed to be the root cause of high current drain.